Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user needed to confirm pyxis had bidirectional functionality with epic for lab interface (e.g., glucose level) and medication safety. During a patient event, the nurse attempted to remove insulin and requested a pharmacy tech to override lantus because pyxis displayed a hypoglycemia warning and would not dispense normally. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer were able to gain clarity of what occurred through the review of our local it and epic transactions. There was no such interface to allow labs to be synced with pyxis and no further investigation was required. The system functioned as intended after the customer resolved the issue.